Event description:
On (B)(6) 2013, a reporter the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ping meter read inaccurately high compared to his feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 around 930am-1030am. The patient obtained a blood glucose result of ¿70 mg/dl¿ with the subject meter which the reporter feels should have read lower. The patient manages his diabetes with insulin pump therapy. The reporter allegedly fed the patient according to the ¿70 mg/dl¿ result and administered his insulin (amount not specified) based on the carbohydrates the patient ate that morning. About an 1 hour to 1 ½ hours later, the reporter claimed the patient ¿bottomed out and went into a seizure.¿ the patient was reportedly given candy and soda as treatment. The reporter denied the patient tested with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. Quality control testing was performed which tested within specifications. Replacement products were sent to the patient. This complaint is being reported because the reporter claimed the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed a symptom suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.